Event description:
No additional information received from customer.

Manufacturer narrative:
Update field(s): d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Based on the results of the investigation, olympus confirmed the reported events, however the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a blurry image. The issue occurred during inspection for use before the patient was in the room. There were no reports of patient involvement.